Event description:
New information indicated the patient was in normal condition upon follow-up

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead fractured. The lead was capped and replaced. The patient was in good condition post procedure.